Manufacturer narrative:
Hologic technical support (ts) informed field applications specialist (fas) that this is a qualitative assay, and results will vary between reagent kits and instruments. Fas explained to customer that a slight variation in rlu between instruments is normal. Customer understood and did not request a log review. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologoc field application specialist (fas) reported one sars-cov-2 tma run, wl 010250-20210515-01, using assay lot 290566 on panther plus instrument sn (B)(4) which had 55 samples they were questioning. Customer was verifying their new panther plus by running samples which were run first on another panther. All results repeated, but customer questioned why the samples had significantly lower rlus on the panther plus versus the panther.